Event description:
It was reported that upon priming, the device displayed an error code indicating that the line was kinked. The generator was turned off and back on and reset the device, but the same error code appeared. A second delivery device with a different lot number was tried, and the same error code was displayed. It was tried to unplug the device from the generator and turning the generator off and plugging it directly into the wall and turning it back on. This time there was a generator error code, it was tried to turn off and back on. Another different generator error code was displayed. The device was unable to prime, and the procedure was cancelled. The patient was under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that upon priming, the device displayed an error code indicating that the line was kinked. The generator was turned off and back on and reset the device, but the same error code appeared. A second delivery device with a different lot number was tried, and the same error code was displayed. It was tried to unplug the device from the generator and turning the generator off and plugging it directly into the wall and turning it back on. This time there was a generator error code, it was tried to turn off and back on. Another different generator error code was displayed. The device was unable to prime, and the procedure was cancelled. The patient was under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. Device 3 of 3. This event refers to the generator. The report for this event will be handled solely on the generator complaint (B)(4).